Event description:
It was reported by service report that the pt foot right side rail was not locking in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail not locking in up position.